Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. This report was sent in error "the light post is broken" would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken light post, during reprocessing. There were no reports of patient involvement.